Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, subject returned to clinic for her 6 wk study visit and stated that she had been using a wheelchair for several days due to pain in her implanted hip. An x-ray indicated that the hip had broken and when questioned, the subject stated that she is not certain but may have taken a "little fall" at some point, though unable to specify when. Pi advised subject to present to the emergency department where she was later transported to the surgical center for revision surgery on (B)(6) 2023.